Event description:
It was reported that the patient presented during implant procedure. During the placement of the left ventricular lead, the coronary sinus of the patient was dissected. The left ventricular lead was not installed. The patient was in stable condition.